Event description:
Was presented orthofix bone growth stimulator to use 4 hrs/day following 3 level cervical fusion. After 8-10 wks for use, I developed severe unrelenting headache. Eventually, had occipital nerve injection with relief.